Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the keypad was intact and all of the keypad buttons were responding appropriately. Corrosion was observed in the battery compartment. No contamination was found on the button contacts. The battery compartment was cracked. Moisture was found on the keypad connector. The keypad is intact & all keys respond appropriately. Corrosion observed in battery compartment. Leak test fails due to battery compartment crack above the bumper pad. Removed the keypad cover; no contamination was found under the key contacts. Removed the pump cover; internal moisture was found on the keypad flex connector. & pcb

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.